Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't detect battery packs) has been confirmed. Upon investigation the battery charger was unable to detect an inserted battery pack. The cause for the failure was isolated to a shorted u13 cmos flash microcontroller on the bedside board. The root cause for the shorted u13 component could not be positively identified. No adverse event resulted from the shorted u13 component. The patient received a replacement battery charger/modem.

Event description:
A (B)(6) female patient called zoll customer support to report that his battery charger was detecting inserted battery packs. The patient was issued a replacement battery charger/modem.